Event description:
The advocate stated the customer had received a high glucose reading of 204 mg/dl. The advocate also alleged that he received a control test result higher than 300 mg/dl. The normal control range was 93-127 mg/dl. The advocate was not willing to troubleshoot during the call. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.